Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a lumbar canal decompression and needle-suture was used for knotted suturing under the skin. When the first passage was made, the needle broke between swage area and the middle of body. The broken needle was retrieved during the procedure and the piece of the needle did not remain in the patient's tissue. The procedure was completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Conclusion: a needle that broke in the body towards the attachment end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.